Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Product ID - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; the 510k number - unknown; manufacture date ¿ unknown.

Event description:
It was reported via a post market survey that some patients who underwent initial elbow arthroplasty procedures and received radial head implants on unknown dates, have allegedly had to be revised. The main reasons for revisions are usually pain or loosening and the pain may be related to capitellar damage at the time of the initial injury. No other information about these revisions is currently available.